Event description:
General report received of an unspecified number of undocumented incidents of tubing "rupture" during use with a power injector. During a computerized tomography (CT) scan, the power injector was connected to the extension set. The contrast media wa being infused at a "reduced pressure"and at a rate of 3.5 to 4.0cc/second. Reporteldy,the extension set tubing "was kinking followed by the tubing set bursting. There were no reported adverse pt effects. No medical intervention were required.